Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were completed to investigate the initial high erroneous results obtained for this pt with another access 2 immunoassay system. Repeat analysis was performed. The test results were within the normal range. It is unk if there was any affect to pt treatment. No reports of death or serious injury as a result of this event. This is event 2 of 2 reported by the customer. Erroneous high troponin test results were obtained with two different analyzers.

Manufacturer narrative:
Samples were lithium heparin collected in plasma separation tubes. Samples centrifuged for 5 minutes for 5400. Samples were not hemolyzed. Service was offered and declined by the customer. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-03321.